Event description:
It was reported the customer was outside and the weather was extremely hot. The customer went into an air conditioned room and multiple temperature alarms occurred. Customer's blood glucose level ranged from 100-200 mg/dl. The customer continued using the pump for insulin therapy.